Event description:
It was reported that a patient presented with loss of capture and high pacing impedance noted on the right ventricular lead. The high impedance resulted in an inability to program magnetic resonance imaging mode on. No intervention was noted. The patient was stable throughout.